Event description:
Pt. Had rt. Total knee implant in 1987. Has done well until recently when developed pain and repeated swelling. Arthroscopy done 6/1/94 revealed implant failure of metal base patella. Due to other medical problems, pt. Has not had surgery until 9/12/94.